Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) stopped moving and performing its function. It was removed and when evaluating and removing the tip cover, it was noticed that the steel cable filaments had broken. Mcs were replaced and the procedure continued. The procedure was completed with no reported injury.